Event description:
It was reported that during a stent placement procedure through the mid arm, the stent allegedly would not deploy. It was further reported that the shaft of the device was allegedly broke while attempting to deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing related root cause was considered; however, the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the investigation of the returned delivery system it was confirmed that the user could not deploy the stent graft. The outer sheath was found fractured which made a deployment impossible. Elongation at the fracture site, and distal to it indicated that excessive release force was exerted on the system when the issue occurred. In this case the system was flushed, the lesion was pre dilated, and the tracking vessel was not tortuous and/ or calcified. Based on the information available a definite root cause for the reported issue could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use sufficiently addressed the potential issue. The instructions for use state: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding anatomy of the placement site the instructions for use state: 'the safety and effectiveness of the device when placed across a tight bend including the terminal cephalic arch or across the elbow joint has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure.'; 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (¿) flushing these lumens will also facilitate stent graft deployment.' H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer and the evaluation is still pending. The investigation of the reported event is currently underway. (Expiry date: 02/2023).

Event description:
It was reported that during a stent placement procedure through the mid arm, the stent allegedly would not deploy. It was further reported that the shaft of the device was allegedly broke while attempting to deploy. The procedure was completed using another device. There was no reported patient injury.